Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient); "procedure was completed with manual technique (extracapsular cataract extraction)" (no code available). Product problem(s): "system message displayed" (device displays error message). A customer reported a system message was received during a procedure. The procedure was completed with a manual technique; extracapsular cataract extraction (ecce). Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 crf 803.56 when additional reportable information becomes available. (B)(4)